Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm, excessive no delivery alarm or prime anomaly was noted. The motor passed the motor test. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 187 mg/dl at the time of incident. The customer stated that the insulin pump was able to rewind but the motor error alarm would recur after reinserting the reservoir. The insulin pump was stuck in a prime and rewind loop. The customer stated that they received a no delivery alarm but was able to be cleared. The customer stated that a motor error alarm would also recur during manual prime and fill tubing process. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.